Manufacturer narrative:
Concomitant medical products: 305c223 tissue valve implanted on (B)(6) 2012 and vedr01 ipg implanted on (B)(6) 2009. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right atrial (ra) lead fracture was suspected. It was also noted that the lead exhibited high impedance. The lead was capped but not replaced. No patient complications have been reported as a result of this event.